Event description:
It was reported that the patient presented for follow-up. The device had delivered a shock and low impedance was observed. The patient's rhythm was not converted. The device continued to detect vt and attempted charging with no success. Device was explanted and replaced.

Event description:
New information notes that the device was abandoned in the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.